Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin was not coming out of the patient line of multiple cartridges. The customer's blood glucose level was impacted and would be addressed with a shot of insulin.